Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was cracked. The display screen was also cracked and blank. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display screen was cracked. This report is made based on results of investigation completed on (B)(4) 2014.